Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported the procedure was to treat a totally occluded lesion in the distal superficial femoral artery. The 7.50x60mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed however it was then noted the tip of the ses separated. The distal popliteal access was opened and the tip was able to be removed with the guide wire and sheath and the stent was explanted. A 6.50x100mm supera stent was then implanted however again the tip of the ses separated. The tip was removed from the patient anatomy with the guide wire and the stent was explanted. Another supera was used to complete the procedure. There was a delay in the procedure and prolonged hospitalization was required for the patient. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that after successful stent deployment during withdrawal interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the noted kinked outer sheath and ultimately resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in an unknown artery. The 7.50x60mm and 6.50x100mm supera stents were deployed in the lesion however when the delivery systems were removed, it was noted the tips of the devices were missing. The separated tips were removed when the guide wire and sheath were removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Subsequent to the initially filed EU-mir report, additional information was received. It was reported the procedure was to treat a totally occluded lesion in the distal superficial femoral artery. The 7.50x60mm supera self expanding stent system (ses) was advanced to the target lesion and the stent deployed however it was then noted the tip of the ses separated. The distal popliteal access was opened and the tip was able to be removed with the guide wire and sheath and the stent was explanted. A 6.50x100mm supera stent was then implanted however again the tip of the ses separated. The tip was removed from the patient anatomy with the guide wire and the stent was explanted. Another supera was used to complete the procedure. There was a delay in the procedure and prolonged hospitalization was required for the patient. No additional information was provided.